Manufacturer narrative:
Device not returned to the manfuacturer.

Event description:
A clinimacs® cd34 selection has been performed by the customer. In total 76.4xl0e9 wbc (white blood cells) including 1.8xl0e9 cd34 cells have been processed using one vial of clinimacs® cd34 reagent and the enrichment program selection 1 applying the clinimacs® tubing set. The cd34 yield after the selection was low. The customer stated that they used another tubing set to separate the cd34+ cells from the negative fraction bag. Therefore any risk for the patient could be ruled out.